Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella 5.5 was malposition and maps decreasing without adequate imaging to reposition appropriately. The surgeon pulled the impella across the valve and return to the operation room for removal.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock in section: use of echocardiography for positioning of the impella catheter states: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ added- e4-no d4-corrected model number. F6/f8 should have been left blank. G1 reporting contact email.